Manufacturer narrative:
Qn#(B)(4). The customer provided one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material and gauze. Visual examination revealed a small hole directly adjacent to the distal luer hub. The total length of the catheter body measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The inner diameter of the distal lumen measured to be 1.17 mm which is within specifications of 1.14-1.24 mm per product drawing. The outer diameter of the distal lumen measured to be 1.76 mm which is within specifications of 1.68-1.78 mm per product drawing. This indicates that the wall thickness measured within specifications. All three lumens were initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and the lumens were pressurized using a water-filled lab inventory syringe. When the distal lumen was pressurized, water leaked from the distal lumen adjacent to the hole. A manual tug test confirmed all three lumens were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by visual and functional testing of the returned sample. The distal lumen contained one small hole directly adjacent to the distal luer. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. A CAPA has been previously initiated to further investigate a rise in cvc extension line leaks and separations. The root cause has not yet been determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the luer-lock connection (brown head) has leaking issue." The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (brown head) has leaking issue." The device was replaced. No patient harm reported. The patient's condition is reported as fine.